Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included omnicef for infection prophylaxis (beginning from procedure day until two days post procedure), and pyridium for painful urination prophylaxis. The patient began experiencing irritative urinary symptoms five days post procedure. Medication ciprofloxacin was provided to the patient beginning from fifteen days post-onset symptoms until twenty-five days post-onset symptoms. The patient experienced incomplete bladder emptying (urinary retention) symptom six days post procedure. Medication omnicef for infection prophylaxis was provided and catheterization was performed beginning from symptom onset day until seven days post-onset symptom. The irritative urinary symptoms were reported to be resolved twenty-five days post-onset symptoms. The patient symptom of incomplete bladder emptying was resolved six days post-onset symptom. The patient symptom of hematuria was reported to be resolved eight days post-onset symptom. The study facility assessed the irritative urinary symptoms, urinary retention and hematuria as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included omnicef for infection prophylaxis (beginning from procedure day until two days post procedure), and pyridium for painful urination prophylaxis. The patient began experiencing irritative urinary symptoms five days post procedure. Medication ciprofloxacin was provided to the patient beginning from fifteen days post-onset symptoms until twenty-five days post-onset symptoms. The patient experienced incomplete bladder emptying (urinary retention) symptom six days post procedure. Medication omnicef for infection prophylaxis was provided and catheterization was performed beginning from symptom onset day until seven days post-onset symptom. The irritative urinary symptoms were reported to be resolved twenty-five days post-onset symptoms. The patient symptom of incomplete bladder emptying was resolved six days post-onset symptom. The patient symptom of hematuria was reported to be resolved eight days post-onset symptom. The study facility assessed the irritative urinary symptoms, urinary retention and hematuria as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.